Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient have any pre-existing dysphagia or other conditions (other than gerd) pre-implant? No. How severe was the dysphagia/odynophagia before intervention? Severe. That is why it was removed. Did the dysphagia improve after the device was implanted initially? Patient did not have dysphagia prior to implantation. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. Was the device found in the correct position/geometry at the time of removal? Yes. Have the patient¿s symptoms improved or resolved since the device was explanted? Yes & reflux is also resolved.

Event description:
It was reported that a linx explant took place. Removed due to severe dysphasia. Pt did not follow post op eating plan. No complications.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 21009 was reviewed. No ncs, defects, or reworks were found.